Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to poly wear. A 3x9 cr insert was revised to a 3x10 cs insert. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.